Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: an invalid lot # was provided as 88462. Device manufacture date: unknown. Investigation summary: two 20038e7d samples were received without packaging for investigation; the connecting product in use at the time of the customer's experience was not returned to assist the investigation. The customer provided a lot number for the affected product, however the lot number was confirmed to not be related to the 20038e7d product. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to each of the smartsite components; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20038e7d set in the past 12 months. Investigation conclusion: functional testing involved connecting each of the three smart sites on each sample to a bd plastipak 60ml syringe from stock and flushing fluid through. No occlusion was observed when the syringe was connected to each of the smart sites of both samples.

Event description:
It was reported that 2 tri-port ext w/3 vlv ports experienced flow issues, and were clogged. The following information was provided by the initial reporter: the problem was that the extension tubes could not be drained. The defect was observed during priming. No other product connected, no further information on the lot number, no consequences on patient.